Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The patient went to his general practitioner because his blood glucose result was "hi" mg/dl. The general practitioner called the ambulance because he could not measure a correct blood glucose value. The blood glucose result at the hospital was 560 mg/dl. The patient was treated with insulin via perfusor and pen. The patient was currently still in the hospital. The infusion device was requested to be returned for product evaluation.